Manufacturer narrative:
Concomitant products: dtbb1d1 crtd, implanted: (B)(6) 2014; 694765 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds and intermittent capture. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.